Event description:
The haptic peeled off while inserting the lens, lens had to be explanted.

Manufacturer narrative:
The purpose of the follow-up report #1 is to provide additional information after the initial report was filed. Device evaluation details: the product was not returned. Result of investigation revealed no abnormalities were found in production and inspection records of the product. The exact root cause was not ascertained.

Event description:
The haptic peeled off while inserting the lens. Lens had to be explanted.